Event description:
The reported description of this complaint notes that the user was expecting a bedside monitor alarm as the pt preconfigured alarm limits for nbp had been exceeded. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the user was expecting a bedside monitor alarm as the pt preconfigured alarm limits for nbp had been exceeded. The biomedical engineer at the hospital noted that the cited bedside monitor was functioning as intended and the users (clinicians) needed reinforcement education on the functioning of pt alarms. The biomed stated that there was no further information to gather regarding this event as the monitor was functioning as designed and an alarm should not have been produced. The biomed also stated that he reviewed the alarm setup/function with the users and no further bedside monitor issues have been identified. Nibp alarming is adequately described in the device IFU. Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.